Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biocath catheter was placed for a patient during the management of a delivery hemorrhage. The catheter was placed without any particular problem with the injection of 10ml of ppi water into the inflation channel. It was reported that when they decided to remove the catheter, the operator was not able to remove the water from the balloon in order to deflate it(note that the injection of 2-3ml of additional ppi water was possible, on the other hand it was completely impossible to aspirate the liquid from the balloon). The catheter was left in the patient for the night. An another attempt was made in the next morning. It was reported that an attempt at ablation of the probe was carried out by the urologist on duty by cutting the probe just before the inflation valve and passage of a ureteral catheter guide into the inflation channel but without success. It was then decided to inject 100ml of air into the balloon in order to explode it intra-vesically. It was reported that the consequences were without complications, the patient was well and was able to resume normal urination, however marked as major anxiety for the patient, some pain and an extension of the probing time of several hours.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A potential root cause for this failure mode could be thin rubberize wall (example: causing collapse/ pinched inflation lumen under the balloon). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the biocath catheter was placed for a patient during the management of a delivery hemorrhage. The catheter was placed without any particular problem with the injection of 10ml of ppi water into the inflation channel. It was reported that when they decided to remove the catheter, the operator was not able to remove the water from the balloon in order to deflate it(note that the injection of 2-3 ml of additional ppi water was possible, on the other hand it was completely impossible to aspirate the liquid from the balloon). The catheter was left in the patient for the night. An another attempt was made in the next morning. It was reported that an attempt at ablation of the probe was carried out by the urologist on duty by cutting the probe just before the inflation valve + passage of a ureteral catheter guide into the inflation channel but without success. It was then decided to inject 100 ml of air into the balloon in order to explode it intravesically. It was reported that the consequences were without complications, the patient was well and was able to resume normal urination, however marked as major anxiety for the patient, some pain and an extension of the probing time of several hours.